Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to inflow cannula malposition.

Manufacturer narrative:
The hospital indicated that the pump would not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.